Event description:
A trilogy 100 ventilator was returned to the manufacturer for service . There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the pre-evaluation of the device could not be completed because the lcd screen was found to not be working. The lcd needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped.